Manufacturer narrative:
The patient returned for a 30-day follow-up visit. During evaluation, the patient had difficulty buttoning his left sleeve and with cursive writing. The physician stated that the patient may have potentially had a tia. The onset was unknown. Recovery was partial, with minor residual effects. The duration of this neurological deficit was is unknown. No cea surgery was required. Of note, hemiparesis, hemineglect were indicated as unknown, as well as presence of babinski. However, hemiataxia on the right was present. The event of tia was evaluated and determined to be unrelated to cordis product(s), and unrelated to the index procedure. The cause of the tia is unknown. The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products that were used in the same procedure and is related to medwatch # 9610978-2007-00432 and 9616099-2007-02581.

Event description:
A male was consented to the study in 2007. The index procedure was completed seven days later, and patient was symptomatic. The target lesion location was left proximal internal carotid artery (l5) with no occlusion in contralateral carotid. Reference vessel diameter was 5.0. Target lesion diameter stenosis was 99.0 with lesion length 7.0. Total length of stented segment was 30.0. Qualitative lesion calcification was not documented and vessel tortuousity by visual inspection was mild. Pre-dilatation was performed with a cordis 4mmx20mm aviator balloon, which resulted in a small grade a dissection. There was no thrombus present at the target site. A precise (p08030rxc/lot 13242624) stent was placed at the lesion with good result. There was no stent malfunction reported. An angioguard (503014ec/lot no. 71006502) distal protection device was used, which was deployed and retrieved successfully with no technical problems. The procedure was completed successfully. The patient was transferred to the recovery room in stable condition without immediate complications. The patient was discharged october 19, 2007. It was reported that sometime between discharge and a 30-day follow-up visit, the patient experienced a major adverse event (tia).